Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
The implant date was corrected on this medwatch.

Event description:
It was reported that premature battery depletion was suspected. The physician believed it was due to high outputs and high thresholds which are required by the patient's condition. The battery voltage is 2.68v; estimated longevity is less than 3 months. The device has not declared elective replacement indicator (eri). The output was reduced as much as possible within the safety range. The implantable pulse generator (ipg) and lead remain implanted and in use. No further patient complications have been reported as a result of this event.